Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that a guidewire stuck occurred. The stenosed target lesion was located in the iliac vein. A angiojet zelante was selected for use. During the procedure, the guidewire became lodged within the lumen. The device was successfully removed without complication, and the procedure was completed using an additional device of the same type. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was returned for analysis. Upon inspection, no damage was found on the device. No guidewire was included with the returned device, so a standard 0.035-inch test guidewire was used to perform a guidewire insertion test. The guidewire passed through the device without any issues. Media in the form of a photo was also returned. The photo was reviewed and showed the functional console with blood present in the waste bag, but no alarms were indicated. However, the provided photo did not contain any additional relevant information for the investigation.

Event description:
Was reported that a guidewire stuck occurred. The stenosed target lesion was located in the iliac vein. A angiojet zelante was selected for use. During the procedure, the guidewire became lodged within the lumen. The device was successfully removed without complication, and the procedure was completed using an additional device of the same type. There were no patient complications as a result of this event.